Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline could not be released from the capture coil and the entire system (pipeline, pushwire, and catheter) was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation(B)(4).